Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.".

Event description:
While using night aligners the patient reported, "one of my molars that had previous dental work for a root canal broke and they had to remove part of that tooth. Lower level 3rd molar back. Currently pregnant so tooth has to left as is for awhile. Wanted to see if it were possible to get fitted for a new set so that my teeth will finish adjusting properly.".